Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded untreated episodes and delivered inappropriate therapy due to low amplitude and t wave oversensing. During a follow-up the patient was asked to change postures, and the behaviour was reproduced on the right side (supine). The device was reprogrammed on secondary vector, and it did not show oversensing or low amplitudes. This s-ICD remains in service. No adverse patient effects were reported.